Event description:
Alleged there is no alarm functioning.

Manufacturer narrative:
Product returned and evaluated. Control switch found to be defective and not allowing unit to alarm. In addition, found that the sieve beds were saturated and the 4-way valve was leaking. Device repaired and returned.

Event description:
Alleged there is no alarm functioning.